Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room at (B)(6) with hyperglycemia and a diagnosis of ketoacidosis. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod between 1 and 4 hours. The pod reportedly did not adhere properly to the infusion site (unspecified) and the pod needle failed to penetrate the skin. Symptoms reported include vomiting, transient loss of vision. The patient was treated with insulin and unspecified intravenous fluids. The patient was discharged on the same day and a new pod was applied.